Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician called to report that the patient presented in clinic with pulse generator in backup vvi mode. The patient had gone through multiple rounds of cancer treatments with radiation during the past year. No intervention had been reported. The device remained implanted. It was noted that the clinician would discuss with the physician, also noted was remaining longevity was 1.3 years to elective replacement indicator during visit on (B)(6) 2015.